Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pocket pain at the ipg site. Surgical intervention took place on (B)(6) 2024 where the ipg was reposited to address the issue. Effective stimulation was restored.